Manufacturer narrative:
The manufacturer previously reported the machine flow sensor needed to be replaced to address a ventilator inoperative alarm condition. The device's machine flow sensor was replaced and also the system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. The device had evidence of water ingress.